Manufacturer narrative:
The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this info, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a starr resection procedure, the device cut but did not suture. The staples remained open, having a "c" shape. The case was finished by manually suturing. No adverse pt consequences reported.